Event description:
The customer reported that the 9800 system displayed a black screen on the left monitor during fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the interconnect cable assembly and repaired a video pin in the connector. The system was tested and operates as intended.